Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the right breast after a physical exam by a medical professional. Additionally, it was suspected the patient had a ruptured right breast implant. As a result, the patient underwent removal and replacement on (B)(6) 2022.

Manufacturer narrative:
On april 05, 2022 mentor was provided with information that the complaint device associated with this file was discarded. However this information was not submitted inadvertently. As such the investigation type has been updated. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4) in the initial, h6. Type of investigation should have been populated with device discarded and h3. Device evaluated by manufacturer as not returned to manufacturer.

Manufacturer narrative:
On april 14, 2022, mentor received additional information that confirmed the suspect medical device was intact (not ruptured). As such, the coding for the complaint file has been updated to adverse event. Manufacturer¿s reference number: (B)(4).